Manufacturer narrative:
Delivered to japan on 09/28/2023. No maintenance history until the date of incident. Remote troubleshooting with the distributer that solve the issue (first start operation). The monitor has not been return to sophysa.

Event description:
On (B)(6) at around midnight, while monitoring a patient with a catheter in place, the monitor repeatedly restarted and became unusable, so the catheter was removed. As symptoms did not improve, a replacement unit was provided on (B)(6).

Event description:
On (B)(6) at around midnight, while monitoring a patient with a catheter in place, the monitor repeatedly restarted and became unusable, so the catheter was removed. As symptoms did not improve, a replacement unit was provided on (B)(6).

Manufacturer narrative:
Awaiting the return of the monitor to perform a device analysis.